Event description:
A hair was found on the sleeve of the gown. The staff broke down and re-pulled the case and re-ran the instruments. Since the patient was ¿on the table¿, this resulted in general anesthesia time being prolonged by 35 minutes. Per customer, there were no adverse effects to the patient. This was a total knee replacement case.

Manufacturer narrative:
The customer is unsure of the exact lot# because several gowns were opened for this case and placed on the sterile field. The three possible lot#s are 14muw031 ¿ manufacture date dec 2014, expiration date dec 2019; 15auw025 ¿ manufacture date jan 2015, expiration date jan 2020; and 15auw007- manufacture date jan 2015, expiration date jan 2020. A review of the device history record showed that no such defect was recorded. Historical trending was done, and this is the first issue of this nature in the past twelve months. No sample was available as the customer discarded it. Review of existing controls indicate that the necessary precautions were in place ¿operators wear work clothes and work caps. After dressing, they must use a sticky roller to clear away hair or foreign material; on monday mornings, the on-site group leaders check whether the operator¿s dressing meets requirements, and if any hairs are exposed. Periodically, the on-site supervisors will also check the operator¿s dressing; when they work, the operators are not allowed to touch their head; and the operator¿s work clothes were changed to anti-static clothes in 12/2014. This kind of cloth can avoid hair attaching to it. Based on the investigation, and based on no sample return, the root cause could not be identified. The complaint was fed back to the relevant sectors for their reference. It has been reinforced to the operators to strictly perform the workshop environmental health control procedure. At this time there are no additional corrective actions, but we will continue to monitor for trends of this nature.